Event description:
The customer stated that results from the cell-dyn 1800 analyzer are not matching another cell-dyn 1800 analyzer. Patient 1: whole blood sample, wbc=2,200/ul, rbc=>>>, hgb=21.4 g/dl, plt=>>> flag: uri. This sample was taken to a different cell-dyn 1800 at the same facility and analyzed with the following results: wbc=5,200/ul, rbc=3.39 x 10e6/ul, hgb=8.7 g/dl, plt=224,000/ul. Patient 2: fingerstick sample, wbc=3,100/ul flags: r2, r3, rbc=2.22 x 10e6/ul, hgb=7.4 g/dl, plt=66,000/ul. A whole blood sample was collected from this patient and analyzed on a different cell-dyn 1800 at this facility with the following results: wbc=5,200/ul flags: r2, rm, rbc=3.42 x 10e6/ul, hgb=11.4 g/dl, plt=107,000/ul. There was no impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer had indicated that cell-dyn 1800 results from 2 patients were not matching results generated from another cell-dyn 1800 analyzer. Multiple dispertional data alerts were generated with the results. The customer stated that the samples had been analyzed within 5 minutes of collection. The operator's manual states that white blood cell size distribution can shift if specimens are tested within the first 30 minutes following collection or more than 8 hours after collection. Field service was dispatched to the account. The wbc transducer assembly and the rbc transducer assembly were cleaned which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. The cell-dyn 1800 operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.